Event description:
Pt lying in bed, with head of bed elevated. Head of bed spontaneously fell to a flat position. The pt stated that he was lowering the head of his bed at the time of the sudden "collapse".